Event description:
It was reported that an ilet user experienced prolonged high blood glucose, with a peak of 401 mg/dl for approximately nine hours, after the device operated with an empty insulin cartridge for about eight hours while using a steel cannula infusion set at a lower abdominal site. Symptoms included hyperglycemia. Outcomes included correction dosing and replacement of the insulin cartridge, after which insulin delivery resumed and glucose returned to range without hospitalization. Investigation included customer-care guided troubleshooting and user education regarding cartridge status and insulin delivery. Investigation of this case revealed that insufficient insulin delivery due to an empty cartridge was the likely cause of the hyperglycemia, with no evidence of infusion site failure or device malfunction. It was concluded, based on previously established findings for similar reports, that user-related operational factors related to cartridge depletion were the most probable cause.